Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the opened spiked trocar and obturator received. The circular seal was intact. The flanges of the anchor were intact. The envelope seal was cut. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut in the envelope seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, on the second and third port entry, ports inserted secondary to a cut down for first entry and pneumoperitoneum had been established. Once both ports were inserted they both had air or gas leaked from the seal. Device with 2 x new 24055 ports were inserted and procedure went as planned. The patient has endometriosis. There was no patient injury.